Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for user error since the user deployed the device against the IFU which could have possibly led to the following ischemic symptoms that the patient experienced. Based on the available information and in the absence of the returned device, the exact cause of the event is unable to be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Non nonconference has been initiated to address the increase in severity.

Manufacturer narrative:
Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a patient with an acute sub-arachnoid hemorrhage was diagnosed with intracranial aneurysm. Intubated and ventilated for evd. Patient was kept anaesthetized. Aneurysm coil embolization (two aneurysm) left internal carotid artery (ica) on saturday (B)(6) 2021. There was no access issue to right common femoral artery. A 6fr sheath was inserted. It was an uncomplicated procedure. A 6fr angio-seal device was used to close the arteriotomy. There were no concerns raised overnight. Limb observations possibility noted a cold limb at 11:00 on sunday (B)(6) 2021. Patient had sedation hold and had indications of limb pain. Right limb was cooler there was no obvious (sfa) superficial femoral artery) or popliteal flow on doppler. Cat scan (cta) angiogram of limbs was done. The patient was non-viable limb and subsequent amputation. Additional information was received on 13april2021: there was no image of the common femoral. Arterial puncture was landmarked, and palpation based. Uss in about 80% of punctures based on patient size or anticipated difficulty, this was an easy access. There was no angiogram before deployment. Surgery and common femoral artery (cfa) had shown a puncture at the very proximal right sfa as he had a groin hernia and short cfa. Subsequent contralateral left sfa lumen was at similar level is around 7mm. There was some arterial dissection. There were no deployment problems. Patient was not obese. The patient is now recovering well post procedure.